Event description:
It was reported that the cassette sensor is defective. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection and functional testing were performed, and no device abnormalities were identified. The cassette sensor functioned as intended, and the cassette was properly recognized during testing. A review of the service history indicated that the pump had previously been evaluated for the same issue, during which no cassette sensor malfunction was found. The reported complaint could not be confirmed. The probable cause is attributed to user error, as the cassette was consistently recognized during evaluation. The device passed functional and delivery testing and will be returned to the customer.